Event description:
It was reported that during a routine device change out procedure, the right atrial (ra) and right ventricular (rv) leads could not be removed from the pacemaker header. The device header was cut away from the rest of the device in order to remove the leads. Both leads were able to remain implanted. The pacemaker was successfully explanted and replaced, and the leads were connected to the new device. No additional adverse patient effects were reported.